Event description:
According to the reporter, the surgeon was using the device to dissect during a gastric bypass procedure. The prongs on the jaw hinge mechanism of the device protrude from the shaft, and the surgeon inadvertently tore open a small vessel by scraping a vessel on the prongs. The surgeon was able to use the device to control the bleeding, but complained about the device's design and pointed out the sharpness of the prongs and the probability of causing inadvertent injury. All parts of the device worked as intended.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the surgeon was using scd7a48 to dissect during a gastric bypass procedure. The prongs on the jaw hinge mechanism of the device protrude from the shaft, and the surgeon inadvertently tore open a small vessel by scraping a vessel on the prongs. Surgeon was able to use the device to control the bleeding, but complained about the device's design and pointed out the sharpness of the prongs and the probability of causing inadvertent injury. The amount of blood loss was very minimal, but surgeon did not and cannot provide accurate amount as it was a negligible amount since he was able to stop the bleeding very quickly. There was no blood transfusion. All parts of the device worked as intended.